Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a delivery anomaly. The customer stated that he had been giving manual boluses. The blood glucose levels ranged from 330 to 440 mg/dl. The customer was troubleshooting but the call was disconnected. The product was not returned for analysis.